Event description:
It was reported that one vf episode was inappropriately recorded due to noise on the ventricular channel. The noise was reproduced with left arm movement. The non pacer-dependent patient condition was good. The patient will be monitored.